Event description:
The article, "incidence, predictors, and outcomes of paravalvular regurgitation after tavr in sievers type-1 bicuspid aortic valves", was reviewed. The article presented a retrospective, multicenter study to identify the incidence, predictors, and clinical outcomes of paravalvular regurgitation (pvr) following transcatheter aortic valve replacement (tavr) in sievers type 1 bicuspid aortic valve (bav) stenosis. Device included evolut r; portico; venus a plus, acurate neo; sapien 3; navitor; myval; taurus valve; prizvalve, acurate neo2; sapien 3 ultra; evolut pro/pro+. The article concluded that after tavr with current-generation transcatheter heart valves (thvs) in sievers type 1 bav stenosis, moderate or severe pvr occurred in about 4% of cases and was associated with an increased risk of major adverse events (mae) during follow-up. [The primary and corresponding author was francesco burzotta, department of cardiovascular sciences fondazione policlinico universitario a. Gemelli irccs catholic university of the sacred heart rome, italy, with corresponding email: francesco.burzotta@unicatt.it] the time frame of the study was from january 2016 to october 2023. A total of 946 patients were included in the study, of which it was not reported how many received an abbott device. It was reported that 55.9% received a self-expanding transcatheter heart valve which includes portico/navitor. Portico was included in type of external skirt - none with 22.1% of patients. Navitor was included in type of external skirt - short with 35.8% of patients. The average age was 78 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, prior pacemaker, coronary artery disease, peripheral arterial disease, carotid artery disease, atrial fibrillation, prior cerebrovascular accident, chronic obstructive pulmonary disease, heart block, aortic stenosis, aortic/mitral regurgitation.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, prior pacemaker, coronary artery disease, peripheral arterial disease, carotid artery disease, atrial fibrillation, prior cerebrovascular accident, chronic obstructive pulmonary disease, heart block, aortic stenosis and aortic/mitral regurgitation. Some of the complications reported were patient death, unexpected medical intervention (post-bav), surgical intervention (valve-in-valve, permanent pacemaker), aortic regurgitation, and paravalvular leak. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note that per the instructions for use, "the navitor¿ valve is designed to be implanted in the native calcific aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve."